Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2018. Model number/catalog number: sc-8416-70, serial number: (B)(4), batch/lot number: 21520320, model/catalog description: artisan MRI paddle lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.